Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient fell and thereafter experienced ineffective therapy. Diagnostics discovered multiple contacts with high impedance. As a result, surgical intervention may take place at a later date to address the issue.